Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary drawer failed to stay closed. The customer stated that there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to a drawer failure. A field service engineer replaced the retractor band, latch, inseparable magnet, plunger, spring and latch sensor to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.